Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed ¿loss of prime¿ and ¿no cartridge detected¿ warnings. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration did not measure specifications. The pump was opened and the resistor was not within specifications. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump was not priming the tubing during the load step. It was reported that the pump was not completing the prime step, and that while the motor was running no insulin was released. The patient reportedly insisted that the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting and based on insistence that the pump be replaced. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.